Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no lights.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the battery will not charge, causing the lights not to function, which confirmed the original complaint issue.

Event description:
Dealer is stating that the unit has no lights.